Manufacturer narrative:
As reported in (B)(6), after an unspecified time after the plaintiff underwent placement of defendants' optease vena cava filter, the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these I malfunctions, the plaintiff suffered serious injuries and damages, and will require extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Respiratory compromise is a state in which there is potential for decompensation into respiratory insufficiency or dysfunction. Various health conditions, such as chronic obstructive pulmonary disease, pneumonia and pulmonary embolism, as well as acute trauma and/or drug overdose can contribute to respiratory compromise. Patients with respiratory compromise may experience chest pain upon respiration. Enhanced monitoring and/or therapies might prevent or mitigate decompensation. . Based on the limited information provided and without procedural films or additional medical records for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, after an unspecified time after the plaintiff underwent placement of defendants' optease vena cava filter, the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these I malfunctions, the plaintiff suffered serious injuries and damages, and will require extensive medical care and treatment.